Event description:
Allegedly x-ray shows that the tibial hinge base has fractured. Pt has high level of activity and (B)(6) yrs of age. Risk mgr. Reports: there was clinical and radiographical evidence of metallic fatigue and failure of the tibial plate and yoke of a mega prosthesis originally placed in left distal femur and knee. Pt with prothesis prior to revision surgery stated that he felt pain at the site of the left knee and then he felt a sudden pop.

Manufacturer narrative:
Correction: add'l info rec'd 02/27/2006. Investigation is not complete. Event device code is addressed in package insert. Add'l info has been requested from the user facility and surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2006-00020, 00021. Add'l info from the user facility report: model #: 2500-2101.